Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported the cgm reading was in low values and the patient was self-treating with sweets based on the cgm. Then the patient started to experience a slight headache and his head felt warm. He called a friend and was taken to the emergency room (ER). At the ER, they tested the blood glucose and it was around 650 mgdl and the cgm reading was around 40 mgdl. The patient was treated with intravenous (IV) fluids and insulin. The patient was discharged on the morning of (B)(6) 2024. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. At the time of the report the patient was stable and fine. No additional patient or event information is available.